Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implantable neurostimulator (ins) battery removed. The patient stated that they were having some issues, although the physician that they saw did not think it was the device. Indication for use is non-malignant pain. Additional information was received from the patient. It was reported that the patient's ins was explanted on (B)(6) 2019 at it's end of service. It was reported that the patient had been experiencing pain in the legs and difficulty with knowing when to use the restroom when the ins was on. After the device was explanted, the patient no longer experienced these issues. The patient mentioned that the lead was "left inside." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that the event started 2.5 years ago in (B)(6) 2017. The patient was having trouble having bowel movements and their body was not emptying their bladder completely. It was noted that the patient worked with their health care provider (hcp) but the cause was not determined. The patient had been on medication for this and saw their gi hcp and urologist. It was noted that since removal on (B)(6) the issue had improved. The hcp had refused full removal but the battery needed to be replaced due to the eos. It was reported that the cause of the stimulation causing difficulties knowing when to use the restroom was determined. This contradicts the reported information that the cause of the issue with bowel movements and incomplete bladder emptying was not known. It was noted that the patient had lost 75 lbs but they still did not get the entire thing removed. No further complications were reported.

Manufacturer narrative:
Product analysis #246246374:analysis information -- 2020-01-31 15:06:35 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted:(B)(6) explanted: product type lead h3: analysis of the ins (nks718052h) found that the battery had reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.